Manufacturer narrative:
(B)(4. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were receiving a compromised force sensor system alarm. The customer's blood glucose level was unknown. Troubleshooting was performed and it was found that the drive support cap was sticking out. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm compromised forced sensor alarm due to motor error alarm. Pump passed displacement test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted.